Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the right l3 lead was explanted, the left l3 lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient lost effective stimulation due to high impedances on two drg leads. Investigation was unable to identify which leads. Next course of action is underdetermined at this time.